Event description:
It was reported the tip of the drill tap and screw guide is missing the small piece that fits into the vectra plate. The missing piece was noticed after sterilization of the device. Did not occur during surgery. This is report 1 of 1 for (B)(4). .

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was conducted and no complaint related issues were found. Placeholder.